Event description:
A hydrothermablation control unit was used during a hydrothermablation (hta) procedure. According to the complainant, during the ablation phase, the temperature fluctuated between 26c and 99c and the saline in the tube never heated up. The procedure was completed with another of the same device and there were no patient complications reported. The patient's condition was reported to be "stable". Information provided in the device evaluation revealed, although not returned, the conclusion/root cause was an overheated reusable heater canister.

Manufacturer narrative:
The console was returned for evaluation and the complaint could not be confirmed and only unrelated maintenance tests were performed. The most probable root cause is "caused by other device". (B)(6).